Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination on the ca board at components c908, c910, c905, and r906. Additionally, the belt receptacle was loose from the monitor case, and the belt receptacle was pulled from the j1001 connector on the ca board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case.